Manufacturer narrative:
It has been communicated by the distributor the device will be returned to greatbatch medical. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint received from distributor depuy synthes. Device not returned to manufacturer.

Event description:
It was reported during an unknown procedure, the offset cup impactor was difficult to unthread from the cup. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) inhibiting the assembly from rotating as intended within the body of the device. A manufacturing review was performed and there were no discrepancies found. The device had met product specifications prior to shipment for distribution by the customer. No further investigation required.